Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) confirmed system would not start up. Upon troubleshoot fse found issue with host pc. The cause of the host pc failure determined by the supplier's part analysis and it found to the cmos battery is dead. To resolve the issue, fse replaced the host pc. After replacing host pc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.